Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Poly would not engage the tibial tray. The cement and mixing bowl did not contribute to the event. The surgeon wanted to implant the tray and poly before the femur. The delay caused by the poly created the need for a second batch of cement and a second mixing bowl to be used for implanting the femur.

Manufacturer narrative:
The received device was forwarded to commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. The noted deformation is consistent with misalignment of the insert during attempted implantation. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.